Event description:
It was reported that during a procedure involving two suture needles, multiple issues were encountered with the needles breaking. Specifically, both needles broke while suturing and fell into the patient's cavity. Fortunately, the broken pieces were retrieved, and an additional suture was used without issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: unknown - silk, unknown silk suture (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, a4, b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an excision of subnandibular gland procedure involving two suture needles, multiple issues were encountered with the needles breaking. Specifically, both needles broke while suturing and fell into the patient's cavity. One half of the needle was found on the floor. Fortunately, the broken pieces were retrieved, and an additional suture was used without issue. There was no patient injury.